Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl. Patient's other blood glucose value was unknown. The pump didn't alarm that he was going high. The customer was treated with manual injection and insulin drip. Customer doesn't want to trouble shoot the pump for high blood glucose. The device was not expected to be returned for analysis.